Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(6). Facility name - the full facility name was provided as "(B)(6)".

Event description:
The customer stated that they received erroneous results for multiple samples from the same patient tested for ise indirect k for gen.2 (potassium) on a cobas 8000 ise module. Sample results are really high when tested on the cobas 8000 ise module compared to lower results from a siemens rapidlab blood gas analyzer. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The patient has leukemia with really high leukocyte levels . Refer to the attachment for the patient results. Plasma samples were tested on the cobas 8000 ise module and whole blood samples were tested on the siemens rapidlab analyzer. Each row of patient data on the attachment represents plasma and whole blood samples that were collected either at the same time or almost the same time. The patient was not adversely affected. The cobas 8000 ise module serial number was (B)(4). Investigations have determined the cause to be related to pre-analytics, due to the specific condition of the patient. The effect of hyperleukocytosis on potassium is well described in relevant literature.